Manufacturer narrative:
Detailed product information was not provided when the event was reported to bsc through the FDA medwatch program. We are unable to request further information due to the anonymous nature of the initial reporter, and thus we are unable to provide the unique identifier (UDI) and other specific product, patient, or incident information. It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that during an ablation a farawave and faradrive were selected for use. It was reported that a perforation in the left atrium occurred during the procedure. The anesthesia team noticed a drop in the patients blood pressure upon transeptal access with the faradrive sheath. A pericardial effusion was noticed and confirmed using ice when they saw fluid forming around the heart. The procedure was aborted. It was also reported that some ablation had been performed with the pfa catheter in the left veins prior to the pericardial effusion being recognized. Medical intervention included pericardiocentesis and that about 2300 ml of blood was removed. The caller reported that the patient was taken to surgery following the pericardiocentesis and the perforation was confirmed. It is unknown what further medical intervention was provided to the patient. The patients last known status was reported to be stable. The caller reported that the therapeutic diagnostic bwi products in use were the soundstar catheter and the octaray catheter. The caller reported that both catheters were discarded. The caller was unable to provide the reference number and lot for the catheters. The caller stated that the farapulse system was used for ablation. The caller stated that petal xml was used. The device is not expected to return for analysis.